Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the iliac arteries were severely calcified. Problems advancing the dcs with the inline sheath and a non-medtronic 16f introducer sheath were encountered. A narrow, calcified part of the vasculature was difficult to cross, and the physician turned the dcs while tension was present. The valve was attempted to be released but stopped after 1 centimeter. The deployment knob was able to be turned, but valve would not deploy. The capsule was then observed and was noted to be broken. The valve was fully recaptured and the dcs was removed. A non-medtronic 20f introducer sheath was inserted and a new dcs was used to successfully implant a new valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulty advancing the delivery catheter system (dcs) through patient vessels is typically related to procedural factors (such as sheath used, technique, or guidewire) and/or patient anatomical effects (such as calcification, tortuousity, or vessel diameter). Without review of procedural imaging (not provided), an assignable root cause leading to this event cannot be confirmed at this time. Gross visual analysis of the returned device confirmed a break in the capsule nitinol reinforcing frame near the proximal end of the capsule, as reported. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading and/or deployment process. This excessive compressive force is typically experienced when the valve is loaded incorrectly. In this case, it is unknown if the valve was loaded properly, as no fluoroscopic load check images were submitted for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. The device was received with the capsule partially open and the handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was no damage on the threading of the screw gear. Voids were observed along the proximal end of the capsule. There was a break in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. If information is provided in the future, a supplemental report will be issued.